Event description:
When md was inserting the cannula into the patient's hip joint capsule, the cannula broke off into the patient. The cannula was able to be retrieved by the surgeon and it was confirmed nothing was still retained in the patient by x-ray. The disposable medical device was saved and sequestered to supply chain.